Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found that the sensor wire was missing from the housing puck; therefore, a complete investigation was not able to be performed and the reported missing sensor wire was confirmed. However, a root cause could not be determined.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a missing sensor wire on (B)(6) 2015. Patient claimed that there was no sensor wire present in the sensor pod, applicator or attached to her skin. At the time of contact, the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).